Event description:
Customer stated that the switch smoked, and saw fire.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as our inspection found: FDA: cord cut/burned strain relief, broken/missing trigger, cracked switch case, pad ok. Switch housing appears to been cracked and the customer continued to use it which cause it to malfunction, spark, and smoke. This tells us that the pad not being properly used as per our instructions in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on (B)(6) 2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.